Manufacturer narrative:
(B)(4). A carefusion field service engineer (fse) was dispatched to evaluate the ventilator. The fse was able to duplicate the customer's reported issue and assigned the cause to the front panel assembly. A new front panel has been ordered and the repair will be completed once the parts are delivered. Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that a vela ventilator display touchscreen did not light up when the ventilator was booted up. The ventilator was not in use on a patient when the problem occurred and there was no patient harm, associated with the event, reported to carefusion.

Manufacturer narrative:
Device evaluation: a carefusion field service representative (fsr) replaced the front panel assembly and ran the operational verification procedure and user verification test. The unit passed all tests.